Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in the lad. Approximately 12 months later the patient suffered an upper gastrointestinal bleed. This was treated with medication. The patient was recovered. The investigator reported that the event was not related to the index device. The patient was on dapt at the time of the event.